Manufacturer narrative:
Device location unknown.

Event description:
A company representative reported that a patient underwent revision surgery approximately 6 months post-operatively to address a migrated tri pl cage and a 'loosened' xia polyaxial screw. This report is for the tri pl cage.

Manufacturer narrative:
Coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a patient underwent revision surgery approximately 6 months post-operatively to address a migrated tri pl cage and a 'loosened' xia polyaxial screw. This report is for the tri pl cage.